Event description:
It was reported that, following some exercises, the patient started itching and his spasticity got worse. The patient then went to the hospital. On (B)(6) the reporter was called to go read the pump and check the logs and reservoir volumes. There was no alarm or motor stall and there was 7.3ml in the reservoir. It was seen that the patient was intubated and was getting intravenous benzodiazepine. His vital signs were labile and the doctor thought the patient was in withdrawal with underdose symptoms. There was one liter of urine noted on an ultrasound of the bladder; however, they were not able to use a catheter to drain the bladder due to the bladder spasms the patient was having. An urologist was consulted and was able to drain the bladder at around 3:30 that day. At that time, the patient¿s vital signs got better. A dye study was ordered by a neurology resident, but the interventional radiologist tried to access the catheter access port (cap) with no luck. It was indicated that the pump had been moving around. After repeated tries, the radiologist noted fluid on the abdomen. He connected large tubing to drain fluid and drained approximately 70cc of a thick, light-yellowish, opaque substance which was sent off for testing. The pocket went from being thick and large to being flat and the pump became easy to palpate. At the time of report, it was unknown if the patient had an infection. Additionally, it was unknown if there was a catheter problem as the physician had trouble accessing the cap and could not perform the dye study, though it was stated that the location of the issue or symptom was the device pocket and catheter track. The device system was used to deliver gablofen. Three days later, it was reported that the fluid that was collected from the pocket did not grow any microorganisms and was labeled as an ascites. The patient reportedly extubated himself and was discharged home on christmas. He was prescribed valium and baclofen to help his spasticity. The patient was going to return to the hospital on the day of report for his pump refill and the reporter believed that further troubleshooting would be done at some time. The next day, it was reported that there was no infection and the pump had been moving because of all of the fluid in the pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).